Event description:
The customer reported a nucleated red blood cell (nrbc) chamber overflow that was contained within the unicel dxh 800 coulter cellular analysis system. The volume of the fluids which overflowed was approximately 1cc. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a gown, and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) observed the overflow from the top of the nrbc chamber. The fse replaced the nrbc chamber and the tubing on the instrument. The fse verified the instrument repair per established procedures and results met published performance specifications. The instrument was returned into operation. The failure mode was the nrbc chamber. Beckman coulter inc. Issued a customer notification in association with this issue to applicable customers. (B)(4).